Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: etew2828c82ej s/n: unknown; use by date: unknown; upn # unknown etew2828c82ej: s/n: unknown; use by date: unknown; upn # unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii cuff and 2 endurant extensions were implanted during the endovascular treatment of an aaa. It was reported approximately 2 years post the index procedure, the patient presented emergently with a ruptured aneurysm. A type iiia endoleak due to stent graft uncoupling was identified. Emergency surgery was completed where the supranal stent and the central stent were partially retained and the graft replaced with an artificial blood vessel. Per the physician the cause of the rupture and endoleak is undetermined. No additional clinical sequalae were provided and the patient is fine.